Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer of bacterial peritonitis, leaking bags and pelvic inflammation in a patient coincident with dianeal pd4 2l twin bags and extraneal 2l twin bag for peritoneal dialysis (pd). Pd therapy continued unchanged. On (B)(6) 2012, the patient experienced bacterial peritonitis. The patient was hospitalized with cloudy effluent. On (B)(6) 2012, remedial treatment with vancocin and cifran. On (B)(6) 2012, cifran was stopped and lendacin and dalacin were added. On (B)(6) 2012, the patient was discharged from the hospital and lendacin was stopped. The reporter classified the severity of the bacterial peritonitis as moderate. According to the reporter, the patient was (currently) experiencing pelvic inflammation. The patient reported that in (B)(6) 2012 she experienced a leaking bag of dianeal pd4 1.36% 2l tb described as spurting out. The patient was recovering from the peritonitis. The outcome for the events of the leaking bags and pelvic inflammation were not reported. An opinion of causality was not reported for the event of peritonitis, leaking bags and pelvic inflammation. According to physician evaluation, the administered dianeal pd4 glucose 1.36% 2l tb pd solution could cause the adverse event, but the patient was also (currently) having true pelvis inflammation.